Event description:
Subsequent to the initial medwatch report, additional reported information indicates the patient is on dual anti-platelet therapy.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 80% stenosis, a 3.5x28 rx xience prime stent delivery system (sds) was advanced but could not cross through the lesion and became stuck in the lesion. Reportedly, while attempting to withdraw the 3.5x28 rx xience prime sds from the patient's anatomy resistance was felt and dislodgement of the stent from the balloon was a concern so the physician decided to implant the stent covering 10 mm of the diseased vessel and 18 mm of healthy vessel. Reportedly, the site does not have snare devices and felt it was safer to implant the stent partially inside the target lesion. In order to cover the remaining 18 mm of diseased vessel, plain old balloon angioplasty was performed with a non-abbott balloon catheter. An attempt was then made to implant a 3.5x18 rx xience prime stent; however, the 3.5x18 rx xience prime sds was advanced through the previously implanted 3.5x28 rx xience prime stent but could not cross the lesion and was withdrawn from the patient anatomy. Reportedly, only the plain old balloon angioplasty was used to treat the remaining 18 mm of diseased vessel. The patient is on medical management and there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross and difficulty during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.